Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 80.4 degree fahrenheit. In addition, the rate of temperature rise was above threshold at 7.4 degree fahrenheit/sec at the mid-motor location. Initial diagnosis indicated the rear motor bearing was worn. Due to the rate of temperature rise the device was also evaluated by engineering. During engineering evaluation, a brief no load test of this motor on an ipc console with the speed set to 75k rpm was performed. The motor vibrated noisily and heated rapidly to the extent that it was uncomfortable to hold after only a few seconds. Electrical testing was also performed and it was found that all three stator winding resistances were within specification. On disassembly, it was observed the rear motor bearing was shattered into powdered fragments. The motor¿s rear bearing inner race was seized onto the rotor shaft. The rotor had severe gouging. The front motor bearing and the front collet bearing felt gravelly and lubricant deficient when manually rotated. The rear collet bearing felt smooth and with sufficient lubrication when manually rotated. The mid-motor overheating was caused by the additional supply current required to maintain motor speed due to the elevated frictional load condition, which was caused by rear bearing debris lodged between the rotor and the stator. This type of failure is associated with pr254747. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50 degree celsius. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of worn bearings. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating, above threshold. On follow up it was reported the device issue was identified soon after the lumbar laminectomy procedure had begun. It was confirmed there was a delay to retrieve another motor, but there were no additional or non-routine actions as a result of the device issue. The event date was provided and the surgeon¿s name and phone number were provided.